Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the purely yours breast pump she uses with batteries began leaking black fluid from the battery compartment after hearing a loud pop from this area while pumping on (B)(6) 2015. Customer opened the battery compartment and noted black fluid inside with the batteries exploded open. Customer did not come in contact with this fluid therefore she denies burn or injury.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.